Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hardware low level failures error or generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarms during testing however, hardware low level failures error and generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarms were found in the formatted history file due to a software error. The rewind functioned properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an multiple pump error. Customer¿s blood glucose was unknown. Troubleshooting was performed for pump error and the customer stated that they were not able to rewind the insulin pump. The insulin pump will not return for the analysis.